Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed an episode of high threshold on the left ventricular lead three months ago. The lead is currently measuring within range. The lead remains in use. No patient complications have been reported as a result of this event.